Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date 01nov2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: medical device problem code a15 captures the reportable event of clip failed to deploy. Block h10: investigation results. The returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The device was returned without the over-sheath. Microscope examination was performed, and it was noted that the bushing, and hit marks were found that could happen during the interaction between the yoke and the capsule. Dimensional evaluation was performed, and it was observed that the bushing outer diameter was within specification. A dimensional evaluation was also performed between the hooks of the bushing, and both sides a and b were within specification. It was also noted that the bushing locking tabs had a symmetric measurement. No other problems with the device were noted. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during a procedure performed for the bleeding of post polypectomy site. The exact date of the procedure was not provided. During the procedure, the clip failed to deploy. The same issue happened to the second and third resolution clip devices. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during a procedure performed for the bleeding of post polypectomy site. The exact date of the procedure was not provided. During the procedure, the clip failed to deploy. The same issue happened to the second and third resolution clip devices. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.